Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An eval of the device cannot be performed as the device is currently still implanted in the pt. Add'l info has been requested and will be submitted in a supplemental report.

Event description:
It was reported that the surgeon noticed a cracked stem on the x-ray.